Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer stylus wasn't recognized when touching the display screen. It was indicated that the programmer powered up to an error and the keyboard was inoperative. It was indicated that the main printed circuit board (pcb) was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus wasn't recognized when touching the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.